Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A pt with a grade 1-2 isthmic spondylolisthesis underwent an alif procedure at l5-s1 with synfix. A follow-up x-ray, date unk, noted a sacral fracture and hardware intact. Pt will be revised with competitor product.